Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The device was returned with the insert post fractured from the body of the device. The device was inspected by the materials analysis team who indicated the post fractured in fatigue starting on the anterior surface and progressing in the posterior direction. No material abnormalities were noted. The event was confirmed by return of the subject device. Material analysis indicated the post fractured in fatigue. The investigation determined the likely root cause of the event to be fatigue failure of the post due to repeated contact with the femoral component during normal use of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that used implants were received at stryker (B)(6). Details on the event are pending. Sales rep has been contacted to provide more information.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device was returned with the insert post fractured from the body of the device. The device was inspected by the materials analysis team who indicated the post fractured in fatigue starting on the anterior surface and progressing in the posterior direction. No material abnormalities were noted. The device was inspected by the materials analysis team who indicated the post fractured in fatigue starting on the anterior surface and progressing in the posterior direction. No material abnormalities were noted therefore no further analysis was requested. The event was confirmed by return of the subject device. Material analysis indicated the post fractured in fatigue. The investigation determined the likely root cause of the event to be fatigue failure of the post due to repeated contact with the femoral component during normal use of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that used implants were recieved at stryker (B)(4). Details on the event are pending. Sales rep has been contacted to provide more information.